Event description:
This diabetic rptr noticed a foreign black substance on the plastic plunger and base of the needle inside of one insulin syringe. The syringe was one of 10 in the plastic bag container. Rptr used eight syringes from this bag prior to noticing the substance. The substance is odorless and, in the complainant's estimation, resembles lubricant of some sort. The substance is located on the thumb tab of the planger and also on the side of the plunger barrel. It is also located inside of the syringe at the junction of the needle base. The rptr contacted the firm and reported this findings. The product is packaged in plastic bags, 10 syringes each bag. The bag is labeled as non toxic and non pyrogenic.